Event description:
This is a spontaneous report by a nurse in the USA regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient experienced peritonitis. The nurse believed the cause of the peritonitis was a 'hole in the patient's colon'. On (B)(6)2010, the patient was hospitalized for the peritonitis. A peritoneal effluent culture was performed which revealed no growth. It was unreported whether treatment was provided or if dianeal therapy was ongoing. At the time of this report, the patient was in the intensive care unit and had not recovered from the peritonitis. Medical history was significant for end stage renal disease (esrd), hypertension, and hernia. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the 12 foot extension set (h10e10055) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Echelon 45 was loaded correctly by the scrub nurse, but it was very difficult to fire. Required two hands to fire. Surgeon did not want it reloaded. Opened a second gun (stapler).